Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. This is being reported because one previous MDR found on two-year lookback.

Event description:
Customer claims dr (B)(6) was used during a foot procedure and thinks he may have used it on the bone and item #121-135 bent. No pt injury. This is being reported because one previous MDR found on two-year lookback.